Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of approximately 480mg/dl. It was reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was performed. Ran a fixed prime test and the insulin pump passed the test. No further information was provided.